Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting evaluation trial, the hemopro tissue welder was sticking in the cannula "stiction" when the harvester tried to pull back on the branch while cauterizing. It appeared like a tight fit in the chamber. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.